Event description:
It was reported that at the implant procedure, after the pocket was closed an echocardiogram showed a micro perforation of the lead. The lead was repositioned successfully and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.